Event description:
Attorney reported: in 2004, the pt underwent surgery to repair a ventral hernia with implant of a ventralex hernia patch (product code and lot provided were not valid). In 2006, the pt underwent surgery for removal of his gallbladder. Surgeon notes in the medical records the presence of severe and extensive adhesions and scarring of a large piece of mesh. The surgeon documents in the operative report specifically, "extensive adhesions of the transverse colon to the abdominal wall. Adhesions of the liver to the abdominal wall, extensive scarring to the large piece of mesh that was placed where you could see round screw in staples," "the extensive right side adhesion with the colon stuck to the abdomen, there were open spaces that could be seen, but the gallbladder could not be evaluated secondary to the fact of extensive adhesion," " the mesh extended all of the way over towards the edge of the rectus muscle," and there were adhesions to the liver bed." Due to the extensive adhesions found, the surgeon was forced to move from the planned laparoscopy cholecystectomy to a full open abdominal exploration and cholecystectomy.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. While adhesions are a known adverse event that is listed in the IFU, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.